Manufacturer narrative:
Submit date: 5/18/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 5/5/2016 that a customer had an issue with a syringe. The customer states when drawing blood the syringe in taking in a lot of air. Customer thinks there could be an issue with the seal/plunger.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Representative samples were received for evaluation. The reported issue could not be confirmed on the sample provided. Ten syringes were returned to the facility for evaluation. All samples were visually inspected with no issues found. For testing purposes, a needle was attached to all of the syringes and a draw test with saline was conducted. There were one or two small bubbles seen in the saline during the draw, but that is considered normal to the product function. During evaluation of the returned samples, a needle was attached to the syringes and a draw test was conducted. The syringes acted as intended. The saline was drawn into the syringe with minimal amount to air present. If the syringe connection point is not complete, there could be air entering the syringe from the connection itself. Because the reported condition could not be confirmed, no root cause or correction is required. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.